Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.  The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and (B)(4) registration number has been used for the manufacture report number.

Event description:
It was reported that the safety was difficult to engage on a tubing bd safety-lok¿ blood collection and infusion set with luer adapter causing a needle stick injury to nurse. There was no report of medical intervention or protocol activated for needle stick.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples, along with retention samples selected from bd inventory were evaluated and the customer's indicated failure mode for difficulty with activating the safety shield with the incident lot was not observed. All samples were tested and met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for difficulty with activating the safety shield with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.